Event description:
The complainant reported that five days subsequent to having the therapeutic procedure of having an enteral feeding device placed in a pt (age and gender unk), the device tube was found to have become detached from the device. The complainant indicated that the detached tube has been defecated by the pt. The physician indicated that it was possible that he had cut the tube when he cut a "spencer disc" that was used to place the device button. A replacement device was successfully placed in the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.